Manufacturer narrative:
Additional information: it was reported that the balloon was positioned and when inflation was started the balloon burst. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned with blood visible in the balloon and inflation lumen. Balloon folds were open. No deformation was evident to the distal tip. Kinks were evident on the hypotube and transition shaft confirmed by tactile test. The inner member under the distal balloon was deformed. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length over the marker band. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the balloon material immediately over the marker band. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use one sprinter legend device to treat a moderately tortuous, severely calcified lesion with 70% stenosis in the mid left anterior descending (lad) artery. No damage was noted to the packaging, no issues were noted when removing the device from the hoop/tray, the device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated, the device did not pass through a previously deployed stent, resistance was not encountered and excessive force was not used. It was reported that balloon burst, leak or catheter leak occurred during balloon inflation at 10 atm. One inflation had been applied prior to the issue being identified. It was reported that the physician believes calcium in the lesion caused a tear in the balloon. The patient is alive with no injury.